Event description:
It was reported that during primary proximal humeral replacement the implant had a packaging issue. The outside and inside blister were both damaged. Seems as if they were crushed on delivery. Sales rep had a back up and did not delay the case.

Manufacturer narrative:
Corrected manufacturing date, expiration date updated. An event regarding packaging damage involving an (B)(4) modular head was reported. The event was confirmed. The outside of the unit carton is damaged and has compression marks. The outer blister is cracked and broken along one entire side. There is evidence of a good seal between the outer blister and the tyvek lid. The inner blister is partially open on one side. Severe scuff marks are noted on the inner packaging and on the device, most likely as a result of the damaged packaging allowing the device to be jolted around inside the inner packaging. Medical records received and evaluation: not performed as the subject device was not implanted. Replacement product was immediately available and no adverse consequences to the patient were reported. Device history review: the device was manufactured and shipped to stock with no reported discrepancies. Complaint history review: there has been one other event for the lot referenced. Conclusions: the event was confirmed based on the returned packaging including the device. The investigation concluded that it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation based on the type of damage observed. The event description reports "the outside and inside blisters were both damaged. Seems as if they were crushed on delivery." The damage to the head most likely occurred after the packaging had been damaged allowing the device to be jolted around inside the damaged inner blister.

Event description:
It was reported that during primary proximal humeral replacement the implant had a packaging issue. The outside and inside blister were both damaged. Seems as if they were crushed on delivery. Sales rep had a back up and did not delay the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.